Manufacturer narrative:
This report is submitted on july 03, 2019, by cochlear ltd.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019 due to ongoing infections and skin overgrowth.